Event description:
An impedance reading greater than 10000 ohms was reported. It was noted that the pt's therapy level was low, and it was questionable if the pt could tolerate moving up to a higher impedance. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).